Manufacturer narrative:
UDI: (B)(4). The manufacturer location was unknown. The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger on the compact air drive device was locked up during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date returned for evaluation was reported as may 10, 2019, the correct date is may 13, 2019. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not reverse, the reverse locking mechanism was blocked (locked) and the trigger was sticky. It was further determined that the reverse trigger was locked due to the pressure pin and locking pin damage due to cleaning and lubrication process issues where excess liquid residue was detected in the internal part showing signs of oxidation. The device failed pretest for check triggers for forward / reverese mode and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.